Event description:
The anesthesiologist placed 3 epidurals using a certain lot number. All three catheters were difficult to inject medicine through. All epidural trays with that lot number were pulled off the shelves.the vendor contact was notified and came to take the epidural trays.there was no patient injury.